Manufacturer narrative:
A product development evaluation was completed: this device was received intact and in good condition, with minor wear marks from the locking hardware. Four implants belonging to the titanium trochanteric fixation nail system were returned; one titanium cannulated trochanteric fixation nail, sterile, 11mm (part 456.422s, lot 74745537, manufactured september 2013), one 11.0mm titanium helical blade (part 456.306, lot 7521397, manufactured october 2013), one 5.0mm titanium locking screw (part 458.950, lot 7438502, manufactured september 2013), and one titanium locking bolt (part 459.60, lot unknown, manufactured date unknown). During the revision surgery a bacterial infection was found. The x-ray shows varus collapse, this complaint is confirmed. Upon receipt of these devices, they were seen to be in good overall condition with only slight signs of wear in areas in which they contacted each other or instruments during insertion or explantation. The drawings for the 11mm trochanteric fixation nail, cannulated, right, were reviewed. These drawings specify dimensions, materials, and finishing processes required for a successful device. The root cause of this complaint is undetermined as it is unknown if the patient was compliant, if the locking mechanism was fully engaged, if optimal sized implants were chosen for the patients anatomy, or how and when the infection may have inhibited healing. This complaint is confirmed; however the design of this device was found to be adequate for its intended use and did not contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Expiration date: aug 1, 2022. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hwc. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a long trochanteric femoral nail was implanted to treat a proximal femur fracture on (B)(6) 2014. There was a subsequent collapse of the fracture in varus; the blade backed out and the nail was found to have gone slightly proud -to have protruded out of the greater trochanter. On (B)(6) 2014, a hardware removal with revision to a dynamic hip screw(dhs) was performed. During the procedure, pus started pouring out of the bone. The cultures came back positive. The procedure was successfully completed with no surgical delays or harm to the patient. This report is 4 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.the subject device was received, however, the investigation could not be completed and no conclusion could be drawn, as product is entering the complaint system.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.